Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call button error and high blood glucose. The customer's blood glucose was over 600mg/dl at the time of incident. Trouble shooting was performed and found no key response, will vibrate and alarm but will not let user do anything. Customer was experiencing high blood glucose of over 600 and was not feeling good since the morning. Advice to discontinue use of the insulin pump and revert to backup plan. Not able to trouble shoot for high blood glucose due to not being able to clear alarm. Customer being treated by manual injections. Offered to send ems but was declined. Advised at a stopping point because caller isn't hippa. Advised to have customer call back when feeling better. The insulin pump will not be returned for analysis.